Manufacturer narrative:
The reported event could not be replicated. The system switch, harness, pan connector board to alt o2 and system switch were replaced.

Event description:
The hospital reported that the system alarmed for shutdown during a case. Reportedly, the unit never actually shutdown. The case was completed. There was no report of patient injury.